Manufacturer narrative:
(B)(4).

Event description:
The swg (spring wire guide) was kinked prior to the patient.

Event description:
The swg (spring wire guide) was kinked prior to the patient.

Manufacturer narrative:
(B)(4). The customer returned one hemodialysis catheter, a dilator, ars syringe , a needle, catheter over needle, a scalpel, and transduction probe for investigation. The packaging and lidstock were also returned. However, a guidewire was not returned and the batch/lot number on the lidstock did not match the batch/lot number on the reported complaint. After additional clarification was requested, it was discovered that the actual complaint sample was discarded. Visual analysis could not be performed since the actual sample was not returned. A device history record review was performed on the reported lot and no relevant findings were identified. The instructions for use (IFU) provided with the kit informs the user: "do not use if package has been previously opened or damaged." The customer report of a guide wire kinked in packaging was not confirmed during the complaint investigation. It was discovered that the actual complaint sample was discarded. A device history record review was performed with no relevant findings. The probable cause could not be determined based on the information and sample provided. Teleflex will continue to monitor and trend for complaints of this nature.